Manufacturer narrative:
Event date: (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of a homechoice cassette without an alarm. This occurred during an unspecified step of peritoneal dialysis therapy. It was not clear whether there was a patient involved or not, but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Six(6) samples were received for evaluation. A visual inspection was performed with naked eye. There were no issues noted on five of the cassettes, and an indentation was noted on one cassette. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported problem of air in tubing (without alarm)/other was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.